Event description:
It was reported that a patient presented with intermittent atrial capture and crosstalk noted on the patient's implantable cardioverter defibrillator. Malfunction was alleged on the device. In-clinic evaluation was recommended. No adverse patient consequences were reported.